Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the lower end of the filter of a prismaflex m100 set during continuous renal replacement therapy, further described as "then became severe and overflowed from the tubing." The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a leak at the level of the set filter blood header. The specific defect that allowed the leakage was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak could not be determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.